Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer had cracked solder joints at the electrocardiogram (ECG) connection. It was also noted that the fan was noisy and the media bay door was broken loose. (B)(4): the analyzer was analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found that the programmer had cracked solder joints at the electrocardiogram (ECG) connection. It was also noted that the fan was noisy, and the media bay door was broken loose. (B)(4) no anomalies were found.

Event description:
It was reported the analyzer was showing 60 cycle length noise, during a patient implant. The analyzer was replaced with a new one, with the same results. The programmer was also replaced. No patient complications were reported as a result of this event.